Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump boluses do not show up in the bolus history. The customer's blood glucose reading was 165 mg/dl at the time of incident. Troubleshooting found that the bolus wizard did not record in the bolus history. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The bolus wizard functioning properly per bolus wizard sample in the user guide. The insulin pump was programmed with multiple bolus wizard deliveries and all registered properly in the bolus history noted. No bolus anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.